Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the exact cause of this event cannot be confirmed. Medical records and imaging have been requested, however to date, no additional information has been provided. It is possible the event was due to the physiological mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through the source 3 clinical study in france, almost four months after the implantation of a 29mm sapien 3 valve via transeptal approach in the mitral position, a partial valve thrombosis was discovered by echography. The patient is asymptomatic, however due to this event, the patient was re-hospitalized and the event is ongoing. As per pi, the event is related to the tavr valve and general procedure.

Manufacturer narrative:
Imaging for this case was returned to edwards lifesciences for review. The imaging received was reviewed by an edwards lifesciences physician proctor; tte was not provided. Angiogram: tee: 3-d imaging performed. Valve appears in good position. Mild pvl noted on long axis with color. One leaflet does not appear to be moving. Cannot see thrombus in available imaging. Observations: confirm failure of single leaflet to move in long axis. Root cause of leaflet mobility issue undetermined.